Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the manifold of an interlink continu-flo extension set disconnected from the stopcock. This occurred during patient infusion in the labor and delivery unit. The nurse stated that the disconnection led to blood leaking on the patient¿s bed. There was no patient injury or medical intervention associated with this event. No additional information is available.